Event description:
The manufacturer received information from the third-party service center alleging the active exhalation verification test step had failed on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the devices that the aecm valve and 3-way solenoid valve had caused the active exhalation verification test step to fail on the trilogy evo device. In conclusion, the device's proportional valve and 3-way solenoid valves needs to be replaced to address the issue. Additionally, during the service of the device, the system printed circuit assembly needs replaced for an error code, drift debug (e-0330), that as observed in the device's error log unrelated to the reportable malfunction/issue. The air inlet foam filter needs replacing for preventative maintenance unrelated to the reportable malfunction/issue. The device passed all final testing.